Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "alarm lights come on and unit doesn't function as expected". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and one crack in the trim ring was noted. There were no other defects observed. Functional testing was performed and the unit was connected to 120vac. The unit did not pass the initial power connect test. Both the red and yellow indicator lights lit up but they did not turn off. The unit was opened and the power supply board was replaced with a known good lab inventory power supply board. This time the unit passed the initial power connect test. The unit however was still not able to navigate through the power-on self-test (p.o.s.t.). Both temperature probe indicator lights flashed red. Again, the unit was opened to ensure the temperature probe port harness was connected properly. The harness was found to be disconnected. It is possible that the harness was accidentally disconnected the first time the unit was opened. After being reconnected the unit was able to navigate through the initial power connect test and p.o.s.t. With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Testing confirms the unit had a faulty power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2007 and was designed for a minimum of 5 years. The root cause for the failure is normal wear. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "alarm lights come on and unit doesn't function as expected". No patient involvement reported.